Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, g.2, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h6 and e020201 anxiety, disregard as this event is not reportable. Additionally, a050401 deflation was for contralateral side only according to physician. Deflation will also be unreported.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Previously reported event of deflation occurred on the contralateral side only according to physician and will be unreported for right side. The device has been explanted and replaced.

Event description:
Patient reported "deflation" and exchange from textured to smooth due to concerns with the product. This record is for the right side. Healthcare professional reported right side capsular contracture baker grade unknown. Previously reported event of deflation occurred on the contralateral side only according to physician and will be unreported for right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe. Anxiety-product/procedure: unable to observe. As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" and exchange from textured to smooth due to concerns with the product. This record is for the right side. Device remains implanted.